Event description:
Five months after having a stent placed in her right iliac artery, a doppler ultrasound revealed that the stent was blocked. The patient is a female. Medical history includes mesenteric artery shut down, peripheral vascular disease, fibromyalgia. The patient had a smart stent placed in her left and right iliac arteries. Five months later, the patient underwent a follow-up doppler ultrasound which showed blockage in the right iliac stent. The report from her vascular surgeon noted the area of the stent appeared the same in diameter as it was pre-stent, and is unsure of the cause of the blockage. The patient states that because of her history of problems with her mesenteric artery, she has to sit awkwardly. The patient stated the physician told her that the stent may be crushed, but he won't know until he is able to examine it under fluoroscopy. At the time of this report, the event is not resolved.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.